Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although a root cause could not be established, it is likely the foreign object was in the forceps channel due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device. In addition, service found the control section and cord were damaged, shadows were observed on the image, suction was decreased, the adhesive on the bending section was damaged, the insertion tube was deformed, the distal end and connector were cracked, the switch was damaged, the control body was stained, and the suction cylinder was scratched.

Event description:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, a brush could not be passed through the scope. Service found there was a foreign object in the forceps channel. This report is being submitted for the malfunction found during evaluation (foreign object). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the initial MDR from january 31, 2022, to january 30, 2022, and to provide additional information based on the legal manufacturer¿s investigation. Since the subject device was not returned to the manufacturing business center (mbc), the reported event could not be confirmed. This investigation was based on the complaint information. Although, the mbc could not specify the root cause of the reported phenomenon, it was presumed that defect was caused by insufficient reprocessing or handling. The DHR review confirmed that the device was shipped in accordance with the specification.